Manufacturer narrative:
(B)(4). Intuitive has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler was tested in-house and the stapler 45 instrument initialized, clamped fired, and unclamped without any issues. Upon testing, no malformed staples were observed. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. All complete clamping events were followed by complete firing events based on log review. Upon review of the photographic image that was received, it was observed that there were two unformed staples and one formed staple that was not embedded in tissue in the surgical field. However, it is not clear if the staples were from a prior fire or the fire in question. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, surgeon tried to get a good grip on the bronchus with the stapler 45 instrument. When the surgeon opened the stapler 45 instrument jaws, there was a hole identified on the bronchus and a bunch of unformed staples dumped on the bronchus. The surgeon then removed the unformed staples and repaired the bronchus by placing sutures. At this time, the root cause of the reported issue is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon tried to get a good grip on the bronchus with the stapler 45 instrument. When the surgeon opened the stapler 45 instrument jaws to readjust the grip, the surgeon found unformed staples and a hole in the bronchus. The unformed staples were removed, and the procedure was completed with a back-up stapler instrument. The surgeon was able to repair the bronchus. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that the surgeon was using the stapler 45 instrument with a green stapler 45 reload installed. There were three to four successful fires up until when the issue occurred. The surgeon clamped the bronchus, and she unclamped the stapler 45 instrument jaws to readjust the grip and make sure she was on the right target tissue. At that time, the surgeon noticed a hole on the bronchus and also discovered a bunch of unformed staples dumped on the bronchus. The surgeon then removed the unformed staples and placed sutures on the hole to repair the bronchus. The csr confirmed that there was no extra tissue that was transected than planned. The csr confirmed the following: no issue with tissue integrity, no other impediments while clamping, no buttress material used, and the system did not generate any error messages. The procedure was completed robotically with a backup stapler instrument, and no further issue reported. However, at this time the root cause of the reported issue is unknown. There is no video recording of the procedure available for review; however, a photographic image was sent to isi for review.

Manufacturer narrative:
4315 - intuitive has received 4 green stapler 30 reloads (48630g) , 1 green stapler 45 reload (48445g), and 4 white stapler 30 reloads (48630w) that were associated with the reported event. Failure analysis for the 1 green stapler 45 reload (48445g) is as follows: failure analysis investigations could not replicate nor confirm the customer reported complaint. Upon visual inspection, the reload appeared to be returned used and fired without any issues. The blade was not protruding above tissue bump. Failure analysis for the 4 green stapler 30 reloads (48630g) are as follows: three of the four green stapler 30 reloads were returned fired with no visible damage found. Failure analysis investigations could not replicate nor confirm the customer reported complaint . The blade was not protruding above tissue bump. One of the four green stapler 30 reload was returned unfired with no visible damage found. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Failure analysis for the 4 white stapler 30 reloads (48630w) are as follows: three of the white stapler 30 reloads were returned fired with no visible damage found. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The blade was not protruding above tissue bump. One white stapler 30 reload was returned unfired with no visible damage found. Failure analysis investigations could not replicate nor confirm the customer reported complaint. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, surgeon tried to get a good grip on the bronchus with the stapler 45 instrument. When the surgeon opened the stapler 45 instrument jaws, there was a hole identified on the bronchus and a bunch of unformed staples dumped on the bronchus. The surgeon then removed the unformed staples and repaired the bronchus by placing sutures. At this time, the root cause of the reported issue is unknown.